Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo was evaluated with an indication of missing tube labels. Furthermore, evaluation of 100 retained tubes from this lot number were identified with no further examples of missing labels. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 3.6mg plus blood collection tubes, two (2) tubes were missing a label. No adverse impact was reported regarding the patient or user.